Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from 48-49 mg/dl. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated 101 mg/dl at the time of the low bg. The customer disconnected the pump and consumed carbohydrates to initially address bg. Subsequently, the customer collapsed and experienced cramping resulting in a seizure. The customer's relative provided assistance and removed food from the customer's mouth, provided glucose tablets, and placed the customer in a recovery position address bg. The customer reverted to an alternate method of insulin therapy.